Event description:
Customer reportedly rec'd results of 325 mg/dl and 49 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. Low blood glucose symptoms reported with these results; able to self treat. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.